Event description:
It was reported that the patient experienced cardiac tamponade 4 days after the removal of the swan-ganz catheter. At the time the swan-ganz was removed, a permanent pacemaker was implanted. After the pacer implantation was completed and the swan-ganz catheter was removed, the patient's blood pressure dropped. Echocardiography confirmed the cardiac tamponade. The patient was originally admitted for third-degree av block and congestive heart failure; the swan-ganz catheter was inserted on the day of admission. The next day, no anomalies were noted on echo; a chest x-ray indicated that the catheter position was "slightly deep." The following day, a CT scan was done; no pericardial effusion was noted. As reported, the pacer settings were adjusted on that day related to capture difficulty. On the 4th day, the permanent pacemaker was implanted and the adverse event occurred. Pericardial drainage relieved the tamponade. Two days later, there was no reoccurrence and the "pericardial drainage was removed from the patient." A total of approximately 200ml of fluid was drained from the patient. The remainder of the patient's recovery was uneventful. No lasting effects were reported.

Manufacturer narrative:
The catheter was not available for return. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Review of the available information suggests that procedural factors (tip placement) may have contributed to the event reported. No actions will be taken at this time.